Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received excessive no delivery alarms even after changing complete set and battery. Customer had high blood glucose of 415 mg/dl. Troubleshooting was performed and it was determined that site may have been occluded. The insulin pump will not be returned for analysis.